Event description:
Patient is a 49 y/o f with fairly well controlled diabetes (a1c 7%) on a long-standing insulin pump. She refilled her insulin pump on (B)(6) 2025 in a typical fashion. By that evening, she felt off and bg was elevated. By the following morning, she was still hyperglycemic and decided to do a urine ketone test, which was positive. She was admitted for mild dka (diabetic ketoacidosis) on (B)(6) 2025. The concern was her insulin was either shipped or stored incorrectly (she receives via mail order), resulting in the insulin lispro becoming denatured.